Event description:
It is reported that the pt was revised due to infection. This was a two stage revision, with the second stage performed on (B)(6) 2010.

Manufacturer narrative:
Second stage operative notes from (B)(6) 2010, note that fluid and membrane samples sent for a stat cell count came back negative for infection. Augments were used to achieve proper stability in extension. The zimmer sterilization vendor processes all implants to meet FDA regulations and iso standards at a sterility assurance level (sal) of 1.0 x 10-6 or better. A definitive root cause cannot be determined with the info provided. Mfg records were reviewed and found conforming to specs at the time of MFR. The investigation could not verify or identify any evidence of product contribution to the reported problem.